Manufacturer narrative:
Concomitant medical products: product ID: 3057, implanted: (B)(6) 2018 product type: screening. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was experiencing pain when laying on her back and she felt like she has been burned. Two days later, the patient stated that she still had a burning and itching feeling from where the tape was. The patient stated that she had been taking benadryl and it had not been helping. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.